Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The pod was leaking while worn on the abdomen for between 5 and 24 hours. Symptoms reported include drastic fluctuations in body temperature and loss of consciousness. The patient's blood glucose levels were measured at the ER and reached 28.2 mmol/l (507.6 mg/dl). No treatment was provided at the ER. The patient applied a new pod at home for treatment.